Event description:
The customer stated that he performed comparison blood glucose tests using his contour meter and his doctor's meter. The customer's contour read 250 mg/dl, while the other meter read 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service was unable to gather any more information before the call was disconnected. Attempts were made to contact the customer, but they were not successful. No product will be returned at this time.